Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited oversensing noise due to device dislodgement. Constant noise on the device was noted. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. (B)(4).